Event description:
During a remote follow up, an increased threshold, r wave amplitude variation, and high defibrillation impedance were noted on the right ventricular (rv) lead. It was suspected there may have been a micro dislodgement of the rv lead due the patient riding a motorcycle. Diagnostic imaging was performed and no anomalies were noted. Reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.